Event description:
Additional information: it was reported that the patient¿s pump seemed to start spinning faster or slower than what it was supposed to sometime in 2006 or 2007. The patient felt as if he were getting too much medication sometimes and other times felt as if it had been cut off.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the pump received on (B)(6) 2004 was replaced due to a motor stall. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model #8703w, lot # l43271, implanted: (B)(6) 1998, explanted: (B)(6) 2009.